Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer received third-party intervention by a relative, a neighbor, a friend who provided juice, sugar, food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported via webform a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer received third-party intervention by a relative, a neighbor, a friend who provided juice, sugar, food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Addtional information: section d4 (UDI) has been updated. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail indicating that the sensor activated however due to improper insertion the sensor terminated early. Extended investigation has been performed on the returned sensor. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor after de-casing, but the sensor did not read. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the sensor¿s connector had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.